Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the restricted suction due to kinked tubing. The tubing was ordered for replacement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier: (B)(4) device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.